Event description:
Customer reported that they received a discrepant low thb result compared to retesting of the same sample on another rp500 instrument. There is no report of injury due to this event.

Manufacturer narrative:
Siemens requested instrument log files for further investigation. The customer declined to send the requested information. Therefore no investigation is possible. The cause of this event is unknown.